Event description:
Per spontaneous communication from (B)(6): "patient reports that twice she had an issue with her pump saying 'disposable clamp'. I think it's a cassette issue. She does not have the lot number." Neither lot number for cassettes or serial number for pump is available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? No; what is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: no damage reported has this incident happened within the past 6 months? No; has this patient reported a pump malfunction within the past 6 months? No. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; are both the actual products available for investigation? No; did we [MFR] replace the product? No; did the pt have a backup products they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by health professional.